Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service error code. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, and observed the pca burned, ui panel scratched, center enclosure with stains pca with electrical damage, ui bezel plus with physical damage the customer complaint was reproduced. There were one error codes has been identified.

Manufacturer narrative:
In the previous report, the manufacturer captured outcomes attributed to ae as other. The following correction has been corrected in this report. In box b: the outcomes attributed to ae corrected as blank.